Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was over 600 mg/dl with medium amount of ketones. Customer declined to provide additional information regarding the issue. Reportedly, customer changed the pump supplies address the issue.